Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the delivery system was broken. Another advanix-naviflex rx biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.